Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive use by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As per the field service engineer, the facility did not use the device; the packaging was not opened. So it is unclear what caused the damage to the device. The device was returned and evaluated, and the customer¿s allegation (loose lens) was not confirmed. Additional evaluation findings were as follows: the image as blurry, the outer tube was skewed, and the rear part of the outer tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The field service engineer on behalf of the customer reported that the lens of the loaner telescope was loose. There was no procedural delay, or no patient harm associated with the event.